Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she could not check her blood glucose level, as she had not received the delivery of her replacement adc freestyle libre sensor. Originally, the customer had received the error message, " replace sensor," which prompted her to call adc and request the sensor replacement. The replacement sensor was sent by adc, but the customer called back to report that it was never received. The customer further reported that on (B)(6) 2019, while she was without a sensor, she experienced symptoms of hyperglycemicia including confusion and tiredness. A non-hcp individual administered unspecified treatment, and the customer subsequently presented to a point of care where she was diagnosed with hyperglycemia and administered insulin and intravenous fluid by an hcp for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
A customer reported that she could not check her blood glucose level, as she had not received the delivery of her replacement adc freestyle libre sensor. Originally, the customer had received the error message, " replace sensor," which prompted her to call adc and request the sensor replacement. The replacement sensor was sent by adc, but the customer called back to report that it was never received. The customer further reported that on (B)(6)2019, while she was without a sensor, she experienced symptoms of hyperglycemia including confusion and tiredness. A non-hcp individual administered unspecified treatment, and the customer subsequently presented to a point of care where she was diagnosed with hyperglycemia and administered insulin and intravenous fluid by an hcp for treatment. There was no report of death or permanent injury associated with this event.